Manufacturer narrative:
Investigation pending.

Event description:
Unspecified date: patient presented to ER with symptoms consistent with strep. A throat culture was collected using a dual swab technique and tested on the proadvantage strep a kit which provided a negative result. No treatment was provided based on the (B)(6) result. The alternate swab was sent for confirmatory testing on the same day, however, the results were not obtained until a few days later. The result of the confirmatory culture was (B)(6). Although further information was requested, no further information was provided.

Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cutoff standards (2.5e07 org/ml). Results were read at 5 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Case details indicate that it is unknown whether the confirmatory culture was specific to strep a. Please note, this device is a qualitative, lateral flow immunoassay for the detection of strep a carbohydrate antigen. Furthermore, a negative result may be obtained if the concentration of the strep a antigen present in the throat swab is not adequate or is below the detectable level of the test. Alere san diego will continue to monitor this issue through incoming complaints.